Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities. The evaluation found that the jaws of the loading unit could be opened and closed without difficulty. The adapter showed end of life. Evaluation of the adapter log showed that the adapter had a clamp test error; however, the main screen indicated that the strain gauge was still functional and in the appropriate range. It was reported that the jaws of the reload did not open at all, not involving tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Additionally,it was reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue was confirmed. The root cause of the observed condition was determined to be the result of a material issue. The currently specified conformal coating material does not adequately protect the strain gauge circuitry on the proximal electrical assembly circuit board from residual moisture. Improvements have been initiated to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colectomy, before the first firing for the resection or the oral colon, after the clamp test, the device was inserted into the abdominal cavity. When the jaws were attempted to be opened, it did not open. The device was taken out of the cavity and tested there but the jaws still would not open. The handle was rebooted but the issue remained. At the time, the adapter remaining procedure was 10, but after a manual adapter tool was used to open the jaws of the reload and then reconnected to the handle, the remaining procedure became 0. Another adapter was used to complete the case. There was no patient injury.